Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Medical product - unknown acetabular component. Hjorth et al. "Equal primary fixation of resurfacing stem, but inferior cup fixation with anterolateral versus posterior surgical approach. A 2 year blinded randomized radiostereometric and dual x-ray absorptiometry study of metal-on-metal hip resurfacing arthroplasty" -

Event description:
It was reported in a journal article six radiolucent lines were found around the stem, four were found lateral to the stem, and two were found medial to the stem. No medical intervention was noted.